Manufacturer narrative:
(B)(4). G2: australia it is currently unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 9 years post implantation due to dislocation. Attempts have been made and no further event information is available at this time.

Event description:
It was reported that the patient underwent a primary shoulder surgery approximately nine (9) years and seven (7) months ago. While the patient was exercising the patient's shoulder dislocated. Subsequently, the patient underwent a shoulder revision surgery approximately four (4) months ago due to the dislocation of the glenosphere from the poly liner.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; d1; d2; d4; d10; g2; g3; g4; g6; h1; h2; h3; h4; h6. D10: medical products: item#: 00434903611, 36mm a glenosphere; lot#: 63020221. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left reverse total shoulder arthroplasty without definite dislocation with limited evaluation on this single view. Possible bony fragmentation along the proximal humeral diaphysis laterally. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.